Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. A follow-up report will be provided once the sample is received and reviewed.

Event description:
While changing the PICC dressing pt started bleeding through the external part of the PICC extension. The external portion was clamped by rn and pt was sent to ir for new insertion of PICC as pt is tpn dependent. Product: bd l-cath, grm 16577, ref# 384539, lot#11244867.

Event description:
Follow up.

Event description:
Follow up.